Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the suture come off of the needle. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the opened sample noted 1 suture and 1 needle. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. From the opened sample, the needle was received separated from the suture and appeared to have disengaged from the suture under tension. Normal needle crimp and swage marks were observed under magnification. Additionally, the foils were inspected with light assisted microscopy with no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.